Manufacturer narrative:
The lot was manufactured from september 16, 2019 - september 19, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked; further described as the bladder leaked, therefore all the solution came into the rigid housing, which also leaked. This occurred after filling, prior to patient use. There was no patient involvement. No additional information is available.